Event description:
It was reported that noise resulting in oversensing was observed on the right atrial (ra) lead. The suspected cause of the event was lead damage, however, this was not observed via diagnostic imaging. No intervention was performed to resolve the event. The patient was in stable condition and will continue to be monitored.